Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information identified the physician opted to explant lead sn (B)(6) on (B)(6) 2020 and replace it with a new lead at t12, which resolved the issue.

Event description:
Follow up information identified both of the patient¿s lead migrated, serial number (B)(4) at t10 and serial number (B)(4) t12. To address the issue, the physician explanted and replaced the lead with serial number (B)(4) on (B)(6) 2020 and was able to gain effective stimulation for the patient using the new lead and other implanted lead. Lead with serial number (B)(4) was left insitu with stimulation turned off.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; related manufacturer reference number: 1627487-2020-30584. The patient is participating in a clinical study. It was reported the patient experienced ineffective stimulation three days following implant of the lead. X-rays showed the t10 lead migrated. To address the issue, the patient may be awaiting surgical intervention. Note: both of the patient's leads are being reported because it is unknown which lead serial number is implanted at t10 and which is implanted at t12.